Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06766. It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and a 30mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was positioned and deployed in the laa. The closure device did not meet release criteria and was being recaptured. During the recapture the was kinked and the wds was damaged. The was and wds were removed from the patient with no complications. The patient us currently doing fine.